Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for high inr, but then experienced bright red bleeding per rectum. Two units packed red blood cells (prbc) were given. Colonoscopy revealed fresh blood throughout colon and terminal ileum, but only active oozing was observed from cecum and was treated with hemoclip. Also the patient experienced moderate colon diverticulosis which showed some clots but not active bleeding, thought to be cause of gastrointestinal bleed. Patient was given 1 mg vitamin k at start of admission. Lactate dehydrogenase (ldh) was stable in the 200¿s u/l. No additional information was provided.

Manufacturer narrative:
A direct relationship between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The patient remains ongoing on lvas support with no further issues reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.